Manufacturer narrative:
(B)(4).

Event description:
Developed radiation-induced liver damage/died within 6 months [radiation injury]. Acute on chronic liver failure [acute on chronic liver failure]. Worsening condition [condition aggravated]. Hemorrhagic blistering across the shins [blister]. Hemorrhagic blistering across the shins [skin haemorrhage]. Hyponatremia [hyponatraemia]. Ascites/edema [ascites]. Worsening lower extremity edema [oedema peripheral]. Fatigue [fatigue]. Glucose l increased to 131 mg/dl [blood glucose increased]. Calcium l decreased to 7.5 mg/dl [blood calcium decreased]. Phosphorus decreased to 2.1 g/dl [blood phosphorus decreased]. Haemoglobin decreased to 11.6 g/dl [haemoglobin decreased]. Plt decreased to 107 x 10e9/l [platelet count decreased]. Case description: initial information received on (B)(6) 2017 merged with additional information received on the same day: this spontaneous medical device report was received from a consumer via a licensee partner, concerning an (B)(6) year-old female patient. The patient's medical history included liver cancer resulting from years of hepatitis c with suspected recurrence of liver cancer. The patient's concomitant medications were not reported. On (B)(6) 2015, the patient received therasphere (lot number, expiration date and dose not reported) for suspected recurrence of liver cancer. On an unspecified date in 2015, after the radioembolization procedure with therasphere, the patient developed radiation-induced liver damage and died within six months on (B)(6) 2015. The cause of death was radiation-induced liver damage. The autopsy results were not reported. The reporter did not assess the seriousness of the event, yet considered the radiation-induced liver damage as related to therasphere. The company considered the event radiation-induced liver damage as serious (fatal, medically significant). Follow-up information will be requested. Follow-up information received on (B)(6) 2017: this spontaneous medical device report was received from the patient's daughter who provided hospital records. The patient's medical history included chronic (B)(6), genotype 1, non-responder to treatment with interferon and ribavirin in the past, decompensated cirrhosis, small varices, hepatocellular carcinoma t2 status post radiofrequency ablation diagnosed on (B)(6) 2011, cholelithiasis, restless legs syndrome, history of shingles, vertigo, pelvic fracture in 2010 after a fall, allergy to penicillin, mild hyponatremia since an unspecified date in (B)(6) 2015 and alcohol consumption (one glass of sherrie per day). The patient was not a tobacco or illicit drug user. The patient was taking the following concomitant medications at the time of the event: calcium and vitamin d combination, premarin (conjugated estrogens), gabapentin, loratadine, multivitamin with minerals, omeprazole, pseudoephedrine and ropinirole (indication and treatment dates not provided). On (B)(6) 2015, the patient received selective internal radiation therapy (sirt) to the right hepatic artery with therasphere-yttrium 90 y via intra-arterial administration for hepatocellular carcinoma t2 status. The net dosage delivered was 2.15 gbq, the delivered radiation dose to the targeted liver was 112 gy and to the lungs was 4.6 gy. No immediate adverse effects related to microspheres were observed. On (B)(6) 2015, the patient was admitted for an ambulatory visit. Hematologic and chemistry lab tests performed at 09:40 am revealed: blood glucose increased at 131 mg/dl (normal range 59-100), blood calcium decreased at 7.5 mg/dl (normal range 8.9-10.7), blood sodium decreased at 128 mmol/l (normal range 135-145) (hyponatremia), blood phosphorus decreased at 2.1 (normal range 2.5-4.6), haemoglobin decreased at 11.6 (normal range 12.0-15.0) and platelet count decreased at 107x10^9/l (normal range 172-440). Additional test results have been entered in the dedicated section. On (B)(6) 2015, the patient presented for an unscheduled visit to hospital due to her worsening condition after having y 90 therasphere. The following lab data were provided: on (B)(6) 2015: sodium was at 128 (hyponatremia, stable since (B)(6) 2015), potassium at 4.7, chloride at 102, co2 at 27, glucose at 123, bun at 15, creatinine at 0.55, ast at 470, alt at 212, alkaline phosphatase at 120, bilirubin at 7.8, conjugated bilirubin at 5.9, albumin at 2.1, globulin at 5.1, calcium at 7.8, alpha-fetoprotein at 25.6, white count at 5.2, hemoglobin at 11.8, platelet count of 96, inr at 1.6. The patient's vital signs were: body temperature of 36, heart rate of 93, respiratory rate at 20, o2 saturations at 98% and blood pressure at 128/64. Head, eyes, ears, nose, and throat examination (heent) showed mucous membranes moist with positive icterus. She experienced worsening of jaundice with an increasing international normalized ratio (inr). She was also complaining of abdominal distension and fatigue. The abdomen was soft and mildly distended which indicated possible ascites. The extremities examination did not show muscle wasting and revealed 2+ pitting bilateral lower extremity edema with hemorrhagic blistering across the shins. Her lower extremity swelling was very uncomfortable to her and it seemed to be getting worse. She had no apparent distress. On (B)(6) 2015, the patient developed radiation-induced liver damage. The patient was encouraged to maintain a low-sodium diet and fluid restriction, received several albumin infusions and started lasix (furosemide) 20 mg daily and spironolactone 50 mg daily as corrective treatment for ascites/edema with hyponatremia. A close monitoring was planned with return to clinic 5 days later, on (B)(6) 2015. The outcome of the events hyponatremia, worsening condition, haemorrhagic blistering across the shins, ascites, worsening of lower extremity edema, fatigue, platelet decreased, glucose l decreased, calcium l decreased, phosphorus decreased and haemoglobin decreased was unknown. The patient died on (B)(6) 2015 while in hospice. The physician did not provide the cause of death. The physician assessed jaundice as a symptom of an acute on chronic liver failure, likely secondary to therasphere y 90 induced radiation induced liver disease. Hyponatremia was likely secondary to radiation induced liver disease after the therasphere. The physician did not provide any seriousness assessment and did not provide any assessment of relatedness to the administration of therasphere for the events worsening condition, haemorrhagic blistering across the shins, ascites, worsening of lower extremity edema, fatigue, platelet decreased, glucose l increased, calcium l decreased, phosphorus decreased and haemoglobin decreased. The company considered the events radiation-induced liver damage and acute on chronic liver failure as serious (fatal, medically significant and hospitalization), worsening condition, haemorrhagic blistering across the shins, hyponatremia, ascites, worsening of lower extremity edema, and fatigue as serious (hospitalization) and platelet decreased, glucose l increased, calcium l decreased, phosphorus decreased and haemoglobin decreased as non-serious. Follow-up information will be requested. Case comment: the events radiation injury, acute on chronic liver failure, hyponatraemia, ascites, oedema peripheral, fatigue and platelet count decreased are considered listed and the events condition aggravated, blister, skin haemorrhage, blood glucose increased, blood calcium decreased, blood phosphorus decreased and haemoglobin decreased are considered unlisted according to therasphere current reference safety information. In agreement with the assessment made by the reporter, the company considered that the events radiation injury, acute on chronic liver failure and hyponatraemia are related to the use of therasphere. In absence of an assessment made by the physician, the company considered that the events condition aggravated, blister, skin haemorrhage, ascites, oedema peripheral, fatigue, blood glucose increased, blood calcium decreased, blood phosphorus decreased, haemoglobin decreased and platelet count decreased are related to the use of therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(6) 2015: extremities: no muscle wasting. 2+ pitting bilateral lower extremity edema with hemorrhagic blistering across the shins.

Event description:
Developed radiation-induced liver damage/died within 6 months [radiation injury]. Case description: initial information received on 12-jan-2017 merged with additional information received on the same day: this spontaneous medical device report was received from a consumer via a licensee partner, concerning (B)(6) year-old female patient. The patient's medical history included liver cancer resulting from years of (B)(6) with suspected recurrence of liver cancer. The patient's concomitant medications were not reported. On (B)(6) 2015, the patient received therasphere (lot number, expiration date and dose not reported) for suspected recurrence of liver cancer. On an unspecified date in 2015, after the radioembolization procedure with therasphere, the patient developed radiation-induced liver damage and died within six months on (B)(6) 2015. The cause of death was radiation-induced liver damage. The autopsy results were not reported. The reporter did not assess the seriousness of the event, yet considered the radiation-induced liver damage as related to therasphere. The company considered the event radiation-induced liver damage as serious (fatal, medically significant). Follow-up information will be requested. Case comment: the event radiation injury is considered listed according to therasphere current reference safety information. However death due to radiation injury is unexpected. In agreement with the assessment made by the reporter, the company considered the event radiation injury related to the use of therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Developed radiation-induced liver damage/died within 6 months, acute on chronic liver failure, worsening condition [condition aggravated], hemorrhagic blistering across the shins, hemorrhagic blistering across the shins, hyponatremia, ascites/edema, worsening lower extremity edema [oedema peripheral], fatigue, glucose l increased to 131 mg/dl, calcium l decreased to 7.5 mg/dl, phosphorus decreased to 2.1 g/dl, haemoglobin decreased to 11.6 g/dl, plt decreased to 107 x 10e9/l. Case description: initial information received on 12-jan-2017 merged with additional information received on the same day: this spontaneous medical device report was received from a consumer via a licensee partner, concerning an (B)(6) female patient. The patient's medical history included liver cancer resulting from years of (B)(6) with suspected recurrence of liver cancer. The patient's concomitant medications were not reported. On (B)(6) 2015, the patient received therasphere (lot number, expiration date and dose not reported) for suspected recurrence of liver cancer. On an unspecified date in 2015, after the radioembolization procedure with therasphere, the patient developed radiation-induced liver damage and died within six months on (B)(6) 2015. The cause of death was radiation-induced liver damage. The autopsy results were not reported. The reporter did not assess the seriousness of the event, yet considered the radiation-induced liver damage as related to therasphere. The company considered the event radiation-induced liver damage as serious (fatal, medically significant). Follow-up information will be requested. Follow-up information received on 10-feb-2017: this spontaneous medical device report was received from the patient's daughter who provided hospital records. The patient's medical history included chronic hepatitis c, genotype 1, non-responder to treatment with interferon and ribavirin in the past, decompensated cirrhosis, small varices, hepatocellular carcinoma t2 status post radiofrequency ablation diagnosed on (B)(6) 2011, cholelithiasis, restless legs syndrome, history of shingles, vertigo, pelvic fracture in 2010 after a fall, allergy to penicillin, mild hyponatremia since an unspecified date in (B)(6) 2015 and alcohol consumption (one glass of sherrie per day). The patient was not a tobacco or illicit drug user. The patient was taking the following concomitant medications at the time of the event: calcium and vitamin d combination, premarin (conjugated estrogens), gabapentin, loratadine, multivitamin with minerals, omeprazole, pseudoephedrine and ropinirole (indication and treatment dates not provided). On (B)(6) 2015, the patient received selective internal radiation therapy (sirt) to the right hepatic artery with therasphere-yttrium 90 y via intra-arterial administration for hepatocellular carcinoma t2 status. The net dosage delivered was 2.15 gbq, the delivered radiation dose to the targeted liver was 112 gy and to the lungs was 4.6 gy. No immediate adverse effects related to microspheres were observed. On (B)(6) 2015, the patient was admitted for an ambulatory visit. Hematologic and chemistry lab tests performed at 09:40 am revealed: blood glucose increased at 131 mg/dl (normal range 59-100), blood calcium decreased at 7.5 mg/dl (normal range 8.9-10.7), blood sodium decreased at 128 mmol/l (normal range 135-145) (hyponatremia), blood phosphorus decreased at 2.1 (normal range 2.5-4.6), haemoglobin decreased at 11.6 (normal range 12.0-15.0) and platelet count decreased at 107x10^9/l (normal range 172-440). Additional test results have been entered in the dedicated section. On (B)(6) 2015, the patient presented for an unscheduled visit to hospital due to her worsening condition after having y 90 therasphere. The following lab data were provided: on (B)(6) 2015: sodium was at 128 (hyponatremia, stable since (B)(6) 2015), potassium at 4.7, chloride at 102, co2 at 27, glucose at 123, bun at 15, creatinine at 0.55, ast at 470, alt at 212, alkaline phosphatase at 120, bilirubin at 7.8, conjugated bilirubin at 5.9, albumin at 2.1, globulin at 5.1, calcium at 7.8, alpha-fetoprotein at 25.6, white count at 5.2, hemoglobin at 11.8, platelet count of 96, inr at 1.6. The patient's vital signs were: body temperature of 36, heart rate of 93, respiratory rate at 20, o2 saturations at 98% and blood pressure at 128/64. Head, eyes, ears, nose, and throat examination (heent) showed mucous membranes moist with positive icterus. She experienced worsening of jaundice with an increasing international normalized ratio (inr). She was also complaining of abdominal distension and fatigue. The abdomen was soft and mildly distended which indicated possible ascites. The extremities examination did not show muscle wasting and revealed 2+ pitting bilateral lower extremity edema with hemorrhagic blistering across the shins. Her lower extremity swelling was very uncomfortable to her and it seemed to be getting worse. She had no apparent distress. On (B)(6) 2015, the patient developed radiation-induced liver damage. The patient was encouraged to maintain a low-sodium diet and fluid restriction, received several albumin infusions and started lasix (furosemide) 20 mg daily and spironolactone 50 mg daily as corrective treatment for ascites/edema with hyponatremia. A close monitoring was planned with return to clinic 5 days later, on (B)(6) 2015. The outcome of the events hyponatremia, worsening condition, haemorrhagic blistering across the shins, ascites, worsening of lower extremity edema, fatigue, platelet decreased, glucose l decreased, calcium l decreased, phosphorus decreased and haemoglobin decreased was unknown. The patient died on (B)(6) 2015 while in hospice. The physician did not provide the cause of death. The physician assessed jaundice as a symptom of an acute on chronic liver failure, likely secondary to therasphere y 90 induced radiation induced liver disease. Hyponatremia was likely secondary to radiation induced liver disease after the therasphere. The physician did not provide any seriousness assessment and did not provide any assessment of relatedness to the administration of therasphere for the events worsening condition, haemorrhagic blistering across the shins, ascites, worsening of lower extremity edema, fatigue, platelet decreased, glucose l increased, calcium l decreased, phosphorus decreased and haemoglobin decreased. The company considered the events radiation-induced liver damage and acute on chronic liver failure as serious (fatal, medically significant and hospitalization), worsening condition, haemorrhagic blistering across the shins, hyponatremia, ascites, worsening of lower extremity edema, and fatigue as serious (hospitalization) and platelet decreased, glucose l increased, calcium l decreased, phosphorus decreased and haemoglobin decreased as non-serious. Follow-up information will be requested. Follow-up information received on 14-mar-2017 and additional information received on 15-mar-2017: follow-up information was received from the patient's daughter and from the patient's physician. Additional patient details were provided. The patient was non-smoker caucasian, and at the time of treatment with therasphere, (B)(6). The patient additional medical history included a hysterectomy in 1983, cataract surgery in 2008, and a tonsillectomy on an unknown date. Additionally, the patient history of allergic reaction to penicillin was detailed: in the past the patient experienced lips swelling. Furthermore, the patient chronic (B)(6) was without mention of hepatic coma. The patient additional concomitant medications were provided: afrin 0.05% nasal spray, centrum silver women, lactulose (for constipation), lasix (furosemide), midodrine (increased blood pressure and prevent light headedness), rifaximin, sodium chloride hypertonic 5% ophthalmic solution, spironolactone, tramadol and xanax. Additional tests were added and have been entered in the dedicated section. On (B)(6) 2015 the patient received an influenza virus vaccine. On (B)(6) 2015, after clinical judgment the patient received a pneumococcal 13-valent vaccine. On (B)(6) 2015, the second pneumococcal 13-valent vaccine was scheduled, but was not given, due to patient refusal. At the time of death, the events radiation-induced liver damage, hyponatremia, ascites, worsening of lower extremity edema, fatigue were still ongoing. The physician did not provided the outcome of haemorrhagic blistering across the shins, platelet decreased, glucose l decreased, calcium l decreased, phosphorus decreased and haemoglobin and considered that worsening condition was not a medical condition. The physician confirmed that the cause of death was hepatocellular cancer, acute on chronic liver failure and radioembolization induced liver injury. No further information is expected. This case is final. Case comment: the events radiation injury, acute on chronic liver failure, hyponatraemia, ascites, oedema peripheral, fatigue and platelet count decreased are considered anticipated and the events condition aggravated, blister, skin haemorrhage, blood glucose increased, blood calcium decreased, blood phosphorus decreased and haemoglobin decreased are considered unanticipated according to therasphere current reference safety information. In agreement with the assessment made by the reporter, the company considered that the events radiation injury, acute on chronic liver failure and hyponatraemia are related to the use of therasphere. In absence of an assessment made by the physician, the company considered that the events condition aggravated, blister, skin haemorrhage, ascites, oedema peripheral, fatigue, blood glucose increased, blood calcium decreased, blood phosphorus decreased, haemoglobin decreased and platelet count decreased are related to the use of therasphere. There was no report of device deficiency or malfunction this single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.